Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The customer's daughter stated that the perceived cause of death was an infusion set site failure since the customer's last blood glucose reading was 470 mg/dl. The customer's daughter also stated that the mortuary had removed and discarded the infusion set and reservoir. Nothing further was reported.